Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is cardiac respiratory failure, ventricular tachycardia, atrial fibrillation, lung cancer and chronic obstructive pulmonary disease/coronary artery disease.